Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a 8100 experience error code 240.4150. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 240.4150. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 05apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported a 8100 experience error code 240.4150. There was no patient involvement.